Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Despite followup attempts, there is currently no information regarding the name, date or objective of the procedure, the tissue location involved, the other devices in use with the resectoscope, how the device fragment was retrieved from the patient, the current patient status, or how the procedure was completed. The resectoscope model also remains unknown. To prevent device failure and patient injury, the device instructions document for representative ureteroscope model wa29040a has pre-procedure directions to inspect for damage and corrosion. The instructions document also warns that during use, ¿insert the laser fiber only after ureteroscope has been inserted into the patient. Otherwise, the tip of the laser fiber may protrude from the ureteroscope, break off and remain inside the patient.¿ the instructions document also specifies compatible olympus equipment and reprocessing methods for use with the device, and warns, ¿always clean each telescope separately. Do not clean with other telescopes or other instruments.¿

Event description:
Olympus was informed that during an unspecified procedure, the tip of the unknown model olympus resectoscope was dislodged and left in the patient. There is currently no further information on the patient outcome, any intervention performed to address the device fragment, or whether or how the intended procedure was completed.